Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the evaluation for the universal surgical manipulator (usm). Failure analysis was able to and confirm but could not reproduce the reported complaint. System logs captured errors 23118 and 23094 pointing to the yaw chipencoder virtual absolute (cva). The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a psc fixture test platform (pftp) where it passed. The yaw motor module will be replaced as a precaution to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced faults on usm4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system experienced faults on universal surgical manipulator (usm) 4. Customer stated that they would like to use the usm if possible and had already replaced the drape, but the errors returned. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed multiple errors for usm 4. The tse also noticed the site did disable the usm due to the errors. Tse informed the site that they would need to power cycle the system to re-enable the usm. The customer performed this and was able to get the system to power on with no issues. Tse stayed on the line while the customer installed an instrument on usm4. Customer stated that they were good and ended the call. The tse viewed the system logs and noticed shortly after the call ended, usm 4 faulted again and the site disabled and recovered. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with three usms. The patient demographic information was unavailable.